Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to protruded/loose drive support disk. The occlusion test was unable to be performed due to prime anomaly. The pump was received with cracked case at display window corner, and a minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of unexplained high blood glucose levels. The customer's blood glucose is 447mg/dl. Customer states dropping the pop and it hitting the floor. After troubleshoot was done, a protruded drive support cap was discovered on the device. Customer was advised to discontinue use of the pump, and that a replacement pump would be needed.